Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, the investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that during the procedure, the physician was in the stent deployment phase and had begun delivering the device. The physician experienced slightly more resistance than usual, likely due to the positioning within the internal carotid artery. While attempting to deploy the stent, it became damaged, making it impossible to either complete the deployment or retrieve the device. The stent was replaced with a new one, and the procedure was successfully completed without further issues. The patient remained in good condition, suffered no complications, and the intervention was not postponed.

Event description:
It was reported that during the procedure, the physician was in the stent deployment phase and had begun delivering the device. The physician experienced slightly more resistance than usual, likely due to the positioning within the internal carotid artery. While attempting to deploy the stent, it became damaged, making it impossible to either complete the deployment or retrieve the device. The stent was replaced with a new one, and the procedure was successfully completed without further issues. The patient remained in good condition, suffered no complications, and the intervention was not postponed. Additional clarifying information was received which indicated that the stent in question was removed using the catheter that had been previously inserted. Once the catheter was in position, the stent was retrieved through it. The stent was retracted entirely into the catheter before removal. Only the stent was removed while keeping the catheter in place. The catheter remained in position after the stent was taken out.

Manufacturer narrative:
New information concerning the event was received via email. Given the new information received, mvi no longer considers this event a reportable malfunction event. H11 - corrections. B5 - updated with new information. B1 and h1 - no selections. Not a reportable event. H6 - device code - remove previous code and use 2682.